Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5093523. It was reported that a female patient underwent an unknown breast surgery with mentor memorygel, 275cc silicone breast implants which the patient reported since the surgery she had experienced heart palpation, depression, anxiety, panic attack, paranoia, fatigue, , neck and shoulder pain, after implantation. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed and notes will be updated. This report belongs to one of the two sides.

Manufacturer narrative:
On (B)(6) 2020, additional information indicates that date of implantation was on (B)(6) 2017. Please see patient adders on section: e. Initial reporter of the report. Manufacturer¿s reference number: (B)(4).